Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was detecting items that are not there. The extra counts that were experienced was due to some left in the bed frame. The unit was working as it should. There was no patient involvement.